Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer stated the sensor glucose vs. Blood glucose event. The customer reported a blood glucose value of 400 mg/dl. The event involved product(s) mmt-7040a, mmt-1884, mmt-342g, mmt-431ag. Troubleshooting was performed for the sensor glucose vs blood glucose and the non-serialized product being replaced. Troubleshooting was performed for the high blood glucose and the customer was using the auto mode feature at the time of the event. The customer has been using the insulin pump system within 48hours of the reported high blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer was explained that the sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for mmt-431ag.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.